Event description:
It was reported that the pump system was removed due to infection. No other info was provided at the time of this report. A follow-up report will be sent if additional info becomes available to us.

Manufacturer narrative:
See scanned page.